Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy, the thread broke on the first stitch and pulling of the suture. The suture was replaced and there was no breakage. The surgery was prolonged for a few minutes longer. There was no patient injury.